Event description:
Zoll monitor and defibrillation pads were applied. Attempted to perform a defibrillation, the monitor slowly started to charge to 200 j before disengaging prior to reaching 200 j. The defibrillation pad placement is assessed and the cable connections. A second monitor is retrieved and applied. While the second monitor was being retrieved a further attempt to charge it to 200 j and then 100 j was done with the same results. Reference report: mw5170607.